Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient presented for following pre-op diagnoses, l4-5 grade 1 degenerative spondylolisthesis. L5 degenerative disk disease. Left leg radiculopathy. Chronic low back pain. Patient underwent following procedure, l4-5 left-sided transpedicular decompression of neurologic structures. L4-5 posterior lateral fusion. L4-5 posterior interbody fusion. L4-5 posterior interbody cage placement, nonsegmental pedicle screw instrumentation. Use of local autograft. Use on bmp to augment fusion. Aspiration of right iliac crest for stem cell. Use of operating microscope to help dissection. As per-op notes: ¿..allograft was packed into the joint followed by small bone morphogenic sponge with allograft. Then tube was removed. Then right sided l4-5 screws were placed percutaneously..¿ patient alleges unspecified injury due to the use of rhbmp-2.